Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor tubing guide on the 2008t machine came loose and tore the tubing of the bloodlines during the patient's hemodialysis (hd) treatment resulting in blood loss. No diagnostic messages or audible alarms were received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. Treatment was restarted and completed on a different machine. The machine has approximately 9,272 operating hours. The rotor is original to the machine. The biomed stated during follow-up that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor tubing guide on the 2008t machine came loose and tore the tubing of the bloodlines during the patient's hemodialysis (hd) treatment resulting in blood loss. No diagnostic messages or audible alarms were received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. Treatment was restarted and completed on a different machine. The machine has approximately 9,272 operating hours. The rotor is original to the machine. The biomed stated during follow-up that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The sample was reported to be available to be returned to the manufacturer for physical evaluation.